Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion which was not reproduced during evaluation. Constant downstream occlusion were verified through a review of the event history log and found to be caused by force sensor flex being corroded. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed constant downstream occlusion. There was no patient involvement. No additional information is available.